Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the vela ventilator, there was a noise coming from the exhalation valve and no ventilation. The customer stated there was a patient on the unit, there was no harm or injury to the patient reported. 6. Tests/lab data, including dates.